Manufacturer narrative:
Follow-up from 16-jul-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported a perforation on both sides (both sides were in the myometrium). This event, interpreted as uterine perforation, is serious due to medical importance and listed in the reference safety information for essure. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a salpingectomy was performed. Additionally, non-serious event was reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for sterilization. The hcp (health care professional) reported a difficult insertion due to the angle of the tubes. On an unspecified date when the patient went to do the hsg (hysterosalpingogram), there had been a perforation on both sides and both sides were in the myometrium. The patient ended up getting a salpingectomy (date not provided). She had no pain in the myometrium so the devices were left where they were. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In addition, the ae case refers to a usability issue. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported a perforation on both sides (both sides were in the myometrium). This event, interpreted as uterine perforation, is serious due to medical importance and listed in the reference safety information for essure. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a salpingectomy was performed. Additionally, non-serious event was reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information (uterine perforation questionnaire) is being sought.